Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced faulty logic board. Updated device software from version 9.19 to version 9.33 as per xd03. Replaced corroded left/ right iui's with damaged isolation ribs. Replaced faulty compact flash memory card. A review of the device history record showed the device had a manufacture date of 07mar2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the logic board - communication failure (failure to flash / load software). A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device will not power on correctly. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device will not power on correctly. There was no additional information provided and no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 07mar2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported by the customer that the device will not power on correctly. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device will not power on correctly. There was no additional information provided and no patient involvement.